Manufacturer narrative:
Product analysis: optical and microscopic examination of the portion of the implant returned for analysis identified deformation, cracking, and fracture at the inserter mating face, consistent with significant impact during attempted implantation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The type of procedure: oblique lumbar interbody fusion levels implanted: l2-3. It was reported that intra-op, the top portion of the cage which connects to the inserter broke off while still attached to the inserter during implantation. The remainder of the cage (around 99%) was left in the disc space. No patient symptoms or complications were reported as a result of this event. The cage was successfully implanted in the patient.